Event description:
On 11 mar 2021, a patient had an aortic valve replacement (avr) + CABG and a perceval pvs21 was implanted. In the or, the transesophageal echocardiogram (tee) confirmed that the valve was successfully implanted. No leak was identified and the valve appeared functional. In the ICU, one or two days post-surgery, a tee was performed and no leak was identified, the valve appeared functional. However, three days after the surgery, the patient was breathless. A tee was performed and an important paravalvular leak was identified. The patient underwent a re-operation on (B)(6) 2021. The valve was explanted and was replaced with a stented valve. Per additional information received, the patient had a good outcome. The root cause of the perivalvular leak was attributed to a valve dislodgment (as reported, the valve ''moved up''). The perceval valve pvs21 was replaced by a magna ease size 19. No further information nor medical judgment was provided on this case.

Manufacturer narrative:
The manufacturer received additional information as included in b5. Since the device was reportedly not available for return, no further investigation is possible at this time. Based on the available information, the root cause of the reported postoperative perivalvular leak was attributed to a device dislodgement. Based on the manufacturer's clinical experience of events of dislodgments and given the relative dimensions of the magna ease valve 19 and the perceval pvs21, a possible root cause could be traced to a slight oversizing of the perceval valve. Ultimately, since no further information was provided and no investigation on the device was possible, the root cause of the perceval valve dislodgment cannot be determined at this time.

Event description:
On (B)(6) 2021, a patient had a rvao + CABG and a perceval pvs21 was implanted. In the or, the transesophageal echocardiogram (tee) confirmed that the valve was successfully implanted. No leak was identified and the valve appeared functional. In the ICU, one or two days post-surgery, a tee was performed and no leak was identified, the valve appeared functional. However, three days after the surgery, the patient was breathless. A tee was performed and an important paravalvular leak was identified. The patient underwent a re-operation on (B)(6) 2021. The valve was explanted and was replaced with a stented valve.